Manufacturer narrative:
Result: siderail cable.

Event description:
It was reported by service report that the crib needed a siderail cable replaced. No pt involvement or adverse consequences are reported.